Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a patient received revision surgery due to mechanical loosening and arthrofibrosis.

Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, a manufacturing review cannot be performed and our investigation cannot proceed. The clinical/medical team concluded the inability to conduct a thorough medical assessment based on the limited information provided with this complaint. Radiographic images are required for inclusion in the medical assessment. Revision op report provided notes the "loose tibial". If relevant clinical documents are provided, this case can be re-evaluated. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Additional information: (B)(4).

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached file for our results of investigation. (B)(4).

Manufacturer narrative:
The associated complaint device was not returned for evaluation. The following are the results of our investigation: the associated complaint device was not returned. A clinical analysis indicated that based on the information provided, the root cause of the aseptic loosening cannot be determined and based on the medical records, with no x-rays, or returned components, a causal relationship between this patient¿s symptoms and the smith & nephew components cannot be identified. It is also unknown if this patient¿s multiple comorbid conditions contributed to her symptoms. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed. Credit cannot be issued for this device.